Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) has been running high for the past 2 weeks. On (B)(6) 2014, it was 493 mg/dl. Today it was 458 mg/dl with ketones of 40 mmol/l and patient was sick to his stomach. Bg is currently 271 mg/dl. Patient saw health care provider (hcp) last week and today for this. Hcp advised patient to contact animas for troubleshooting and to stop using the pump. Last site/set/cartridge change was yesterday. Reporter states bg does not respond to bolus delivered by pump, does respond to injections; however, upon customer support (cs) review of bg readings and bolus history, it was noted that correction bolus using the pump at times is given without a current bg reading, also, it was noted that bg has responded to boluses delivered by the pump at times and also has not, the same held true for injections administered. Cs review found no associated alarms noted in alarm history; no cancelled boluses and all boluses are accounted for basal history: confirmed basal delivery was appropriate. The patient has been priming properly/ drops seen at the end of the tubing and he changes supplies every 2 days or sooner if high bg is present. No inadvertent suspensions noted; total daily dose was accurate when comparing to basal and bolus history and settings. Patient checks bg, puts his bg into the pump along with carbohydrates, allows the pump to recommend of insulin needed; double checks the math and delivers the insulin bolus normal. Cs advised reporter that there is no indication of pump malfunction, and referred him to the hcp for clinical recommendations. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.